Event description:
A hospital in another country, reported via a fisher & paykel healthcare representative that 2 mr290v autofeed humidification chambers used in a set-up involving the rt308 heated oxygen therapy kit, mr730 respiratory humidifier and oxygen mask developed cracks. The set-up was being used in an oxygen therapy system which also involved helium gas at a flow rate of 12 l/min. The hospital further reported that the 'patient kit' felt 'hotter than usual' and that water leaked from the mr290 chambers as a result of the cracks. The hospital advised that this particular ward (pediatrics ICU) has been applying this technique for 4-5 years. No patient consequence was reported.

Manufacturer narrative:
Device manufacture date: the 2 complaint mr290v chambers have lot dates of 080912 & 090219 corresponding to manufacture dates of 09/12/2008 & 02/19/2009 respectively. The complaint devices are currently en route to fisher & paykel healthcare in another country, for investigation. To further assist in our analysis of the root cause of this incident, fisher & paykel healthcare has requested additional information in respect of the circumstances surrounding the incident. Following receipt of the information requested and the complaint devices, we will conduct an investigation and report our findings in a follow-up report. We have performed a lot check which indicated no other similar complaints in respect of the lot numbers provided.